Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2022 with blood glucose level was 500 mg/dl. The current blood glucose was 60 mg/dl. Customer was treated with emergency room. Customer did not provided any information about the symptoms due to high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode was not on at that time. The insulin pump will not be returned for analysis.

Event description:
The customer reported via phone call that they were in emergency room due to low blood glucose on (B)(6) 2022. The current blood glucose was 60 mg/dl. Customer was treated with emergency room. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode was not on at time of low blood glucose event. The insulin pump will not be returned for analysis. Customer reported that she bolused 1.5u. She treated with some orange juice, some gummies, and sugar straight from bag. Paramedics were called at around 22:00 or 22:30. Customer did not go to the hospital. Pump was used at the time of the incident. Auto mode was not used.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5,h6( hecc ) with this report.

Event description:
Missed/corrected description: the customer had reported low blood glucose issue and high blood glucose issue. High blood glucose issue occurred on (B)(6) 2022 and had been reported under report # : 2032227-2022-308425. Low blood glucose issue occurred on (B)(6) 2022 and issue had been logged under this case.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been added, which was missed in the initial report. The missed information has been provided in section b5 with this report.